Event description:
The patient reported that they had issues and post-surgical complications with their most recent implant. These complications included soreness, limited range of motion, waking up in excruciating pain, and limited breathing capacity. They also had abdominal pain. Starting around (B)(6) 2016 they started getting a burning, stinging, or itching sensation under the device that made them unable to use it. The patient discussed it with their doctor and was told that the issues were because the implantable neurostimulator (ins) was sutured to their abdominal muscles and would be that way until the sutures broke. The patient had a doctor's appointment scheduled for (B)(6) 2016. The patient was implanted for lumbar radiculopathy and spinal pain. Additional information received from the consumer reported that their post-surgical complications had been resolved except for the problem with fluid accumulating around the device and a mild fever over and around the device. The patient reported that they felt a return appointment with their surgeon would be a waste of time. The patient stated that after four months of excruciating pain they convinced the surgeon to do another surgery to remove the sutures that should never have been put in. The patient noted that their stimulator placement was uncomfortable, but had never been painful since (B)(6) oct and they did not know why their doctor changed it and had sutured it to their abdominal muscles. The patient stated that the way it was sutured if he tried any movement such as bending or twisting, the device hit his rib cage and caused the sutures to rip at the muscle tissue which caused the excruciating pain. The patient reported that this prevented him from almost all activity and made sleeping almost impossible. The patient had tried some yoga stretches to try and break the sutures and the ensuing pain was so sever he was bedridden and could not move for the next three days and the area around the incision swelled again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 regarding a patient who was implanted with a neurostimulator. The patient had been implanted with a stimulator since 2002. The last stimulator was implanted in (B)(6) 2017. At that implant, the health care provider (hcp) convinced the patient to allow them to move the device from their front abdomen to their left hip. Per the manufacturer representative on (B)(6) 2018, the patient had complained in 2016 that the front implant was bothering them so the health care provider (hcp) revised the pocket so that it would not bother the patient so much. The revision was stated to have occurred in (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient was now considering having the device removed. Patient was not able to get to the health care professional (hcp) office until (B)(6) 2018. Patient said this was a workman's comp case and they had rules about making appointments and he was not physically capable because this device was not helping his pain. The rep gave the patient adjustments that the patient wanted but the rep tookaway another adjustment. The role of the rep was reviewed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight at the time of the event was provided. Patient weight was noted to have gone down 18 lbs. Since the time of the event. No further complications were reported.